Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece measuring approximately 0.076" x 0.382" was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade do not show damage. Additional observation related to customer complaint: the instrument was placed to an in-house generator and failed the energy recognition test, instrument generated message "replace instrument." The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error. The probable root cause of the failed energy recognition test was attributed to the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no patient harm.